Manufacturer narrative:
3190, 4648, 4116- insufficient information due to lack of information. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a dka event. After 5 attempts to get more information, there was no response from the user.